Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing, white, or blank display. Customer's blood glucose was 120 mg/dl at the time of the call. Customer states that the display was solid white, the pump was not flashing when was turned on after being in sleep mode. Customer was adviced to revert to back up plan per health care professional. The device will not be return for analysis.